Event description:
As reported by the patient, she was referred to a corneal specialist by an eye doctor who thought her cornea may rupture, and that there was a possibility that she would need a corneal transplant. The patient stated that she had a very severe infection, and that she has lost vision while using lens care solution. The patient stated she has healed, with a scar in the middle of her eye. Additional information was received from the corneal specialist on (B)(6) 2013. The report states that the patient had worn her new contact lenses for three continuous days, and her prescribed wearing schedule consisted of three days wear, removal for cleaning, reinsertion for three days of wear and then one to two days of no wear, on a monthly replacement schedule. The patient experienced severe redness, pain/discomfort, and a mucopurulent discharge. A moderate anterior chamber reaction was observed and a central corneal ulcer was identified in the patient's right eye. The patient also had an infiltrate, centrally located, described as very dense. Corneal scarring and a hypopyon were also reported and the corneal ulcer was confirmed as infectious, as the treatment prescribed was fortified vancomycin (50mg/ml one drop every hour), fortified tobramycin (15gm/ml one drop every hour), levaquin (one drop every hour) and homatropine (5% one drop twice daily). The patient was seen daily by the corneal specialist for four consecutive days, and then her care was transferred back to the referring optometrist. The ulcer has resolved. The patient is continuing follow up with the corneal specialist for the corneal scarring. The patient has not yet resumed lens wear and the corneal specialist noted the patient may try gas permeable contact lenses in the future. Best corrected visual acuity following treatment and resolution of the ulcer is 20/50. The information for bcva prior to the event has been requested but not yet received. Additional information was received (B)(6) 2013 from the doctor's office where the patient initially sought care for the corneal ulcer. The information is consistent with the information that was received from the corneal specialist. Additional information not previously reported by the corneal specialist states that contributing factors for the event include previous smoking and suntan lotion in the patient's eye. The report also states that moderate corneal staining of less than 50% was present.

Manufacturer narrative:
The complaint product was not returned for evaluation. Retention sample data is within specifications. The manufacturing batch review (mbr) is pending. (B)(4).